Event description:
Additional information received via email. Event date was updated from unknown to 18-july-2023. "It was found out on the patient's med floor room with display cracked. Nobody could tell as the when or where." There was no patient injury.

Event description:
It was reported that the unit was leaking. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One (1) sample was received for evaluation. The complaint sample was visually inspected, and a chip was found at the top left side of the front panel. The side label was damaged, but the patient outlet connector was intact. Functional evaluation found a leak as soon as it was turned on while connected into gas supply. The root cause is a cut found on one of the tubing on the function switch assembly. The source of the cut on tubing is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).